Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Clinical factors that may have contributed to reported event include the patient's extensive past medical history including poor clinical condition and poor response to prescribed treatment regimen, anticoagulation therapy, and related comorbidities. The root cause of the reported event cannot be conclusively determined however there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced an ischemic stroke in the right frontal lobe when the tracheostomy was being downsized resulting in residual hemiparesis. The patient was treated and discharged to a rehabilitation facility. Ten days later the patient experienced a grand mal seizure. He was treated with ativan and seizure symptoms initially improved but he required readmission to the neurological intensive care unit (ICU) for further evaluation due to recurrent seizure activity, left upper extremity convulsions, and hemiplegia refractory to multiple anti-seizure medications. A CT head scan revealed hemorrhagic conversion of the right frontal infarct. The patient's aspirin and coumadin were also held due to concern for hemorrhagic expansion. The last report received indicates that the patient continues to experience neurological deficits. Of note, prior to the vad procedure medical staff reported that the patient was "loud and boisterous". Following the vad implant he reportedly had a more flat affect, but functioned well physically. The patient remains hospitalized in the ICU.